Event description:
On (B)(4) 2022 nalu became aware of a revision procedure involving a nalu peripheral nerve stimolator system. On (B)(6) 2022 the patient reported connectivity issues between the implantable pulse generator (ipg) and the therapy disc. Nalu performed troubleshooting and patient education for therapy disc placement, however this did not resolve the connectivity issues. Xray of the implant showed the device was tilted in the pocket, causing the communication issues. Additionaly, one of the implanted leads migrated out of position. The decision was made to remove the system and implant a new one in a slightly different location in order to provide a more optimal connection based on the patient's skin and fat anatomy. The revision procedure took place on (B)(6) 2022.